Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: all requested details were unknown by the customer.

Event description:
The customer reported to olympus that the sealed sterile package was damaged on the single use electrosurgical knife kd-650. The issue was found during preparation for use and the device was not used for the procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to g2, h6, and h10. The device history record was unable to be reviewed for this device since the lot/serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it's likely that physical loads might have been applied to the carton box somewhere between shipping and usage of the device, causing damage of the carton box. As a result, it is probable that the sterile packages placed inside the carton box were also damaged. However, the device was not returned for evaluation, therefore a final root cause was unable to be identified. The following is included in the instructions for use: ¿storage: do not store the instrument or a cord in a sterile package that is damaged, wet or improperly sealed. Otherwise, the sterility of the instrument or a cord may be compromised, which could pose an infection control risk or cause tissue irritation.¿ olympus will continue to monitor field performance for this device.